Manufacturer narrative:
The initial MDR 2517506-2017-00207 was filed on 02-mar-2017.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Upon the ccc specialist's instructions, the customer replaced the reagent 2 probe and observed a reagent preparation error. The customer then cleaned the reagent drains, changed the source lamp and performed precision testing, which was acceptable. The ccc specialist recommended the customer to follow proper tube manufacturing instructions for centrifugation time and speed. The customer stated that the imprecision had returned. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse decontaminated the instrument and primed the pumps. The cse checked the millipore reservoir and found that no air was coming out of the defuser. The cse replaced the air pump as it had malfunctioned however, the air was still not bubbling as the defuser and tank were contaminated with black mold. The cse ran a chemistry wash test and the customer calibrated ltni. The millipore was decontaminated. The cse re-visited the customer site and performed extended decontamination procedure on the instrument and reran the chemistry wash. A siemens headquarters support center specialist reviewed the instrument data and the service report. The instrument data did not indicate a product issue. The hsc specialist stated that trending down of the replicates on patient results and chemistry wash results were consistent with the biofilm, which the cse had observed in the water. The cause of the discordant and imprecise ltni results was improper instrument maintenance. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (ltni) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The initial result was reported to the physician(s). The sample was repeated on the same instrument, resulting imprecise. The patient was sent to an alternate facility where the sample was tested and a lower result was obtained. It is unknown if a new draw was obtained from the patient and if the testing was performed on an alternate platform or the same platform. It is unknown if the corrected result obtained in the alternate facility was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the imprecise ltni results.